Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), (B)(6), (B)(4); product ID: 977a260, serial/lot #: (B)(4), (B)(6), (B)(4). All patient codes apply to both leads ((B)(4)) and the ins. (B)(4) only applies to the leads ((B)(4)). Fdc code 92 applies to all devices (leads and ins). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with a neurostimulator for the treatment of non-malignant pain. It was reported that one of the patient's leads moved. The reason the patient was implanted was due to numbness, tingling, pain, and weakness in their left leg from the back down to the toes following a back surgery on (B)(6) 2018, prior to implant. The patient had x-rays in (B)(6) 2018 and the health care provider (hcp) told them that their left lead had moved. They were told either a paddle lead could be placed or a revision with percutaneous leads could be done, and the patient had a lead revision with percutaneous leads. However it was noted that per their hcp there was some issue with placement of the left lead due to scar tissue. No falls or trauma were associated with this event. It was also noted that there was no pain coverage for the patient since implant. The patient is scheduled for another lead revision a couple weeks after this call to receive the paddle lead. No further complications were reported or anticipated.

Manufacturer narrative:
Due to imdrf harmonization, any previously submitted device, method, result, and conclusion codes no longer apply to this event. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Consumer reported the lead revision did not resolve the lack of pain coverage due to scar tissue from their previous surgery being in the way. The lead could not be placed where it needed to be however they implanted it anyways and turned the stimulation up as high as possible. Patient reported there was no device concern. Surgery to receive the paddle lead/implant was scheduled for (B)(6) 2018. No further complications reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with a neurostimulator for the treatment of non-malignant pain. It was reported that one of the patient's leads moved. The reason the patient was implanted was due to numbness, tingling, pain, and weakness in their left leg from the back down to the toes following a back surgery on (B)(6) 2018, prior to implant. The patient had x-rays in (B)(6) of 2018 and the health care provider (hcp) told them that their left lead had moved. They were told either a paddle lead could be placed or a revision with percutaneous leads could be done, and the patient had a lead revision with percutaneous leads on (B)(6) 2018. However it was noted that per their hcp there was some issue with placement of the left lead due to scar tissue. No falls or trauma were associated with this event. It was also noted that there was no pain coverage for the patient since implant. The patient is scheduled for another lead revision a couple weeks after this call to receive the paddle lead. No further complications were reported or anticipated.